Event description:
As reported in the korean j radiology. 2010 mar¿apr; 11(2): 156¿163. Published online 2010 february 22. Doi: 10.3348/kjr.2010.11.2.156., in use of self-expanding stents for the treatment of vertebral artery ostial stenosis: a single center experience, after deployment of a 5x40mm precise stent in the left vertebral artery, a second stent was required because of the misplacement of the first stent. The main cause of misplacement was distal jumping of the stent, thereby failing to cover the most stenotic portion of the lesion, which was at the ostium.

Manufacturer narrative:
As reported in the korean j radiology. 2010 mar¿apr; 11(2): 156¿163. Published online 2010 february 22. Doi: 10.3348/kjr.2010.11.2.156., in use of self-expanding stents for the treatment of vertebral artery ostial stenosis: a single center experience, after deployment of a 5x40mm precise stent in the left vertebral artery, a second stent was required because of the misplacement of the first stent. The main cause of misplacement was distal jumping of the stent, thereby failing to cover the most stenotic portion of the lesion, which was at the ostium. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.